Event description:
The pump was returned for service with report "will not stop infusing when the stop button is pressed". The facility's biomedical engineering department found the stop key to be nonresponsive when pressed. No pt injury has been reported.